Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. 626626) for female sterilisation. The patient had a medical history of menorrhagia, chronic cervicitis, loop electrosurgical excision procedure, coronary artery disease, depression, anxiety, sleep apnea, copd, asthma, parity 3, multi gravida and pelvic pain. Previously administered products included: butalbital and cetirizine. The patient had a family history of stroke. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (lavh (laparoscopic assisted vaginal hysterectomy), essure coils done on (B)(6) 2020). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008 as per mr : (B)(6) 2008 discrepancy noted : removal date as per argus (B)(6) 2021 as per mr : (B)(6) 2020 there were 4 coils on that side. The same procedure was done on the opposite tube with 4 coils also present on that side. The. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis.: a ectocervical cone: acute and chronic cervicitis with reactive atypia. B endocervical curetting: benign endocervical mucosa. C endometrial cretting: benign proliferative phase endometrium, negative for hyperplasia or atypia. Focal areas of stromal breakdown comment: throughout the cone specimen (a) there is inflammatory change within the mucosa including marked spongiosis.; on (B)(6) 2020: uterus with bilateral fallopian tubes: cervix negative for residual dysplasia. Endometrium- benign proliferative phase endometrium with superficial stromal breakdown. Bilateral fallopian tubes- unremarkable with proximal essure coil identified in right fundus. Pre and postoperative diagnosis: -pp, menorrhagia w/reg cycle, pelvic relaxation procedure performed: lavh (laparoscopic assisted vaginal hysterectomy), essure coils. Gross description: dr do not see any essure coils protruding from the serosal surfaces of the tubes or proximal uterus. The proximal end of an essure coil is identified upon bisecting the uterus in the right fundus. Sectioning into the mid portion of the fallopian cubes reveals no nodules, masses, or essure coils at that location the most recent follow-up information incorporated above includes data received on: 13-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion removal date and rcc updated,. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. 626626) for female sterilisation. The patient had a medical history of menorrhagia, chronic cervicitis, loop electrosurgical excision procedure, coronary artery disease, depression, anxiety, sleep apnea, copd, asthma, parity 3, multi gravida and pelvic pain. Previously administered products included: butalbital and cetirizine. The patient had a family history of stroke. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (lavh (laparoscopic assisted vaginal hysterectomy), essure coils done on (B)(6) 2020). The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted : insertion date as per argus (B)(6) 2008, as per mr : (B)(6) 2008. Discrepancy noted : removal date as per argus (B)(6) 2021, as per mr : (B)(6) 2020. There were 4 coils on that side. The same procedure was done on the opposite tube with 4 coils also present on that side. The. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: final diagnosis.: a.ectocervical cone: acute and chronic cervicitis with reactive atypia. B.endocervical curetting: benign endocervical mucosa. C.endometrial cretting: benign proliferative phase endometrium, negative for hyperplasia or atypia. Focal areas of stromal breakdown comment: throughout the cone specimen (a) there is inflammatory change within the mucosa including marked spongiasis.; on (B)(6) 2020: uterus with bilateral fallopian tubes: cervix negative for residual dysplasia. Endometrium- benign proliferative phase endometrium with superficial stromal breakdown. Bilateral fallopian tubes- unremarkable with proximal essure coil identified in right fundus. Pre and postoperative diagnosis: -pp, menorrhagia w/reg cycle, pelvic relaxation procedure performed: lavh (laparoscopic assisted vaginal hysterectomy), essure coils. Gross description: dr do not see any essure coils protruding from the serosal surfaces of the tubes or proximal uterus. The proximal end of an essure coil is identified upon bisecting the uterus in the right fundus. Sectioning into the mid portion of the fallopian cubes reveals no nodules, masses, or essure coils at that location lot number: 626626,manufacture date:2008-02,expiration date:2011-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4597 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy (uterus and cervix)). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 34-year-old female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required), 12 years 7 months after insertion of essure. The patient was treated with surgery (hysterectomy (uterus and cervix)). Essure was removed on (B)(6) 2021. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.